Event description:
Drive devilbiss healthcare is he initial importer of the device which is a bed. The device has not been retrieved for evaluation. A follow-up report will be filed when additional information is received. While in use the inclined headboard suddenly crashed down. The service provider replaced the bed and noted that the motor was broken. The user was traumatized by the sudden movement. She did not fall out of the bed. Her spouse stated that it required two days of hourly medication to calm her down. The death is not ascribed to the incident as end-user was already in hospice care for huntington's disease.